Event description:
It was reported that the customer was experiencing high blood glucose and then low blood glucose. Customer's blood glucose was 500 mg/dl. Customer stated patient's symptoms were excessive thirst and irritable. Customer treated with manual injection. Customer stated patient forgot to give correction after dinner and went out and after correction blood glucose dropped to 80 mg/dl. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.